Event description:
Information rec'd indicates the bed has an error code of 10-66. The technician found evidence of fluid ingress into the right siderail caregiver board and the caregiver cable was worn.

Manufacturer narrative:
The technician replaced the right caregiver board and cable to repair the bed.